Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: on (B)(6) 2016, it was reported that the patient had elevated powers and flows. On (B)(6) 2016, the patient underwent a pump exchange due to pump thrombus.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during system controller interrogation it was found that on (B)(6) 2016 the patient had elevated pump powers and estimated flow values above baseline. The patient¿s lactate dehydrogenase (ldh) was elevated, and the patient was admitted. Previously unreported was a recent renal infarct with therapeutic international normalized ratio (inr), and the patient was bridged with heparin. At the time of the renal infarct that patient¿s ldh was 1300 u/l and reduced to 615 u/l. Additional information was requested; however the lvad clinicians at the implanting center declined to provide any information on the patient¿s current status and plan going forward at that time. On (B)(6) 2016, it was reported that the patient was ready to be discharged after being admitted on an unspecified date with abdominal pain. It was noted that the lvad system produced non-sustained pump power and estimated flow increases. The patient¿s baseline ldh was 285 u/l at lvad implant, and trended upward to within the 500''s u/l on (B)(6) 2016. The patient was asymptomatic. An echocardiogram (echo) and a CT-angiography (cta) were performed; however, the results were not provided. The patient¿s volume status was reported as ¿ok.¿ the patient¿s mean arterial pressure (map) was 70 and the patient had no arrhythmias, no volume issue, and a therapeutic inr. A submitted log file was reviewed by the manufacturer¿s technical services representative, and confirmed elevated pump power readings. It was reported that the patient would continue under observation. No additional information was provided.

Manufacturer narrative:
The report of thrombus was confirmed. Upon disassembly of the returned pump, examination of the outlet stator revealed a pink/dark red, soft deposition. The deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator; however, it¿s areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. A specific cause for the deposition and a timeframe for which it was present in the pump could not be conclusively determined. The deposition would have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The depositions would have also created additional resistance on the spinning rotor, potentially contributing to the report of pump power elevations, which were confirmed through the evaluation of the submitted system controller log files. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.